Event description:
Smartband misfired during procedure, egd with banding of esophageal varicies; 4 bands were deployed and one misfired. Indications for procedure: older male patient with nash cirrhosis post tips and coil embolization of gastric varix who presented for egd to evaluate varices and feasibility of stopping nsbb.